Event description:
The following was reported to hamilton medical ag: - ventilator-device fails on start-up. Error message 'icmp_uexe_breath monitoring failed' is displayed. - the alarm was observable both visually and through hearing. - this malfunction is reproducible. - there is no patient involvement reported to hamilton. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.